Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d4: unique identifier (UDI) # h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary batch record review: the batch 0g00591 was manufactured on 07/jul/2020, in the doyen a manufacturing line, under part number 187961, system application product (sap) material 1704770 and manufacturing order (B)(4) with a total of (B)(4) market units (mkus). During the batch record review process, it was identified that these batches had no deviations, nonconformities, corrections, or corrective and preventive actions (CAPA) within the quality system (database). The applicable quality tests performed to these batches based on the process instruction, obtained satisfactory results. All the components for assembly were correct per bill of materials (bom) and the machine parameters and tooling information documented were also correct. No discrepancies related to the issue reported were found. Photograph, video and/or physical sample evaluation: there is a photograph associated with this case and in this, the reported defect can be seen. No unused return sample was expected. Conclusion summary of the related event: based on the revision of the observation of the processes involved, interviews to the personnel of the line and the expertise of the triage team, this failure mode was attributed to the following¿s probable causes: 1- method: incorrect dressing placement (manual feed): it was detected that there is no standard method into placing the dressing on the conveyor pitch, nor a visual help to guide the manufacturing personnel on the correct operation of the station. 2- method: manual setting of indexation process: it was determined that the manufacturing personnel must adjust the index parameters related to the dressing and the cutter station. These parameters are adjusted visually, with no documented reference, once the product is out of the machine. There is not a stablished method on how to perform this task. 3- method: the required tension is given by the crank position of the spindle where the film is placed just before the entrance of the dressings to the sealing station. The incorrect set of tension could cause dressing caught in seal because it could interrupt the dressing flow from the infeed conveyor to the paper index, dressing could be misplaced by the delay. There is no visual help not a standard step by step on how to perform this task. The investigation associated with related event record has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 11 of 15 (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the package was sealed on the product. The product was not used on patient. A photograph depicting the issue was received from the complainant.